Event description:
This is report 1 of 2 for the same event: it was reported that during a small bone surgical procedure, it was discovered that the power was ¿cutting in and out¿ on the electric pen drive device and the cable device. There were no delays to the scheduled surgical procedure as a spare set of devices was available for use. There were no reports of patient or user injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, however, the reporter clarified that the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The initial medwatch stated the device was being returned for evaluation. As of date the device has not been returned for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.